Manufacturer narrative:
(B)(4). Product evaluation: initial observation of the received device shows that there was no damage to the packaging. The cuff was inflated with 20cc of air, pressure was applied to the cuff, and 20cc were removed without observing any leakage. Visually there was no obvious damage or anomalies in the construction of the device. When compared to the harness assembly drawing: the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red 56 to 92 ohms, red [w/white band] 52 to 100 ohms, blue 47 ohms to erratic readings / open circuit, and blue [w/white band] 35 ohms to erratic readings / open circuit. The blue electrodes distal contacts were in specification at the proximal end and out of specification at the distal end. It is likely the high impedance resulted in the reported event. There were no shorts between circuits. When viewed under magnification, there were no cracks in the electrode contacts.

Event description:
It was reported that the emg endotracheal tube "did not work". A second tube was opened and used to complete the case. There was no patient impact.